Event description:
The customer reported that an undetermined volume of clear fluid leaked from the coulter act diff 12 analyzer, while running a patient sample and fluid was underneath the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found that the baths were not properly draining. He had just replaced the peristaltic pump tubing and it had not been stretched out or exercised before installing it. The rotating shaft (spool) that the tubing is wound around would not rotate properly and this caused the baths to overflow. He removed the tubing, stretched it out and re-installed it to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).